Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. It was noted over the last year there were intermittent spikes in impedances. Additionally, there was no observations of noise. Technical services discussed possible causes. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remains in service. No adverse patient effects were reported.